Event description:
It was reported that the physician inserted a vena cava filter, reason unk. Two days later, the pt presented with abdominal pain and had the filter removed. It was noted that the filter had caudally migrated 2cm and 2 legs as well as 1 arm were penetrating the cava wall. The placement approach was jugular and the filter was placed between l1 and l2.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for eval. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU (instruction for use) for this device states: complications may occur at any time during or after the procedure. Potential complications included, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Perforation or other acute or chronic damage of the ivc wall.